Event description:
It was reported that the patient underwent a l4-l5, l5-s1 plif surgery using rhbmp-2/acs. It was reported that the patient suffered nerve damage post-operatively.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, patient underwent following procedure: posterior spine fusion l4-5 and l5-s1, posterior interbody fusion l4-5, insertion of cage l4-5, segmental fixation using instrumentation l4-5 and l5-s1, laminectomy l4, l5, bone morphogenic protein, local bone graft and injection of intrathecal duramorph; for pre-op and post-op diagnosis of: spondylolisthesis l4-5 and degenerative disc disease l5-s1. As per op notes: ". The l4-5 space was then distracted. The interbody fusion was then performed and packed with bone followed by a capstone cage filled with bone. It was quite rigid. Rods were then removed and mobilized, and placed from l4 to the sacrum bilaterally. Final x-rays were satisfactory. No complications were reported."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.